Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device did not display an alert or error message "to show the insulin needs replacing". No adverse event reported. Return of the suspect device was requested for evaluation.